Event description:
The customer reported the recalled/saved image differers from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different patients. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer on the proper procedure for saving images. The system operates as intended.